Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Review of the stored electrograms indicated that noise was observed. The device was tested on the bench and no noise was observed. No device anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was explanted and replaced due to a non-specific malfunction.